Event description:
During a revision surgery to address dislocation caused by a large mass, poly wear was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no additional reports for this part and lot number combination. A depuy france supplier reviewed the device history records and found the product conformed to the required specifications and found no manufacturing deviations or anomalies. Provided information states poly wear was suspected of causing the dislocation; however, intraoperatively found a softball sized mass in the shoulder area. The surgeon is convinced the mass was causing the dislocation and not the poly component. The rep stated the poly looked pristine with minimal wear patterns. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.